Manufacturer narrative:
Follow-up #1 date of submission 05/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:a review of the pump black box data revealed multiple cs 052 call service alarms on the event date. During testing, the pump was powered on and emitted a cs 052 call service alarm that could not be cleared. The pump was reprogrammed with a new software code and proceeded to power on properly with no alarms. Due to the duplicated alarms, the pump was not exercised for 24 hours and the rewind, load, and prime steps were not completed. The pump case was removed and evidence of moisture ingress was found. No damage was observed to the rf transceiver flex or printed circuit board. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the keypad cover was observed to be peeling; however, all of the keypad buttons responded properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.